Event description:
It was reported that the right atrial (ra) lead was accidentally dislodged by the physician while cannulating the right atrium for bypass. No intervention was done during or after the surgery until the lead extraction. The right ventricular (rv) lead was cut to perform a tricuspid valve repair due to tricuspid valve regurgitation. The ra and rv leads were explanted and replaced. The patient was stable throughout.